Event description:
During index procedure, the patient had one endeavor sprint rx stent implanted in the lmca. The clinical events committee adjudicated that the patient suffered from a bleeding complication approximately 9 months post index procedure. The patient is reported to have experienced anemia and guaiac positive stools. Asa and clopidogrel were discontinued. The event was not assessed for relatedness with the study device. It is reported that approximately 19 months post index procedure the patient died due to a farm accident.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).